Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and would not capture at high output. Fluoroscopy revealed that the lead had dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.